Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: bso. The retrieval bag was inserted and once the deployment was complete the bag fell off/ was not still attached to the metalic frame thus rendered unusable additional info received from rep, november 15, 2017: following a discussion with the surgeon the feedback was that the bag fell off immediately during deployment. Also the bag fell completely off of the prongs. Type of intervention: unknown. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag and cord loop was returned still attached to the introducer rod. Upon inspection, engineering observed that the bag was uncinched and with no signs of damage to the deployment mechanism or other components. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.